Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. No damage was noted to the isolation tape. No unexpected failed battery test alarm, battery out limit alarm or weak battery alarm was noted. The insulin pump passed the reset error test. No unexpected settings reset was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a blank display. The customer also reported receiving weak and failed battery alarms, and battery out limit alarm. The customer's blood glucose level was between 120 and 172 mg/dl. The customer was sent a new battery cap, however that did not solve the blank display problem. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.